Manufacturer narrative:
The subject device was not been returned to olympus medical systems corp. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an inspection at the user facility, the air/water channel of the subject device tested positive for enterococcus faecalis. The user facility reported that the subject device had been reprocessed using a non-olympus automated endoscope reprocessor (aer) there was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). The evaluation by (B)(4) confirmed a number of collapses and kinks in the insertion portion of the subject device. The collapse and kinks were possibly caused by excessive physical force during use at the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing and the testing indicated no microorganisms growth for the subject device.